Manufacturer narrative:
A partial lead measuring 6.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.